Event description:
The customer reported a ventilator's liquid crystal display (lcd) is dim and also failing the pressure leak test. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The bench repair field service engineer (fse) reported to have ordered a new rear bezel, front bezel, top cover, liquid crystal display (lcd) assembly, user interface (ui) printed circuit board assembly (pcba), lcd tray, and data acquisition (da) pcba to motor controller (mc) pcba cable. Additionally, the repair for this unit cannot be conducted at this time due to the part(s) such as the ui pcba being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered ui pcba aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The field service engineer replaced the front bezel, fan guard, liquid-crystal display (lcd) assembly, cable lcd 2nd gen, user interface (ui) cable printed circuit board assembly (pcba), rear bezel, foot kit, and cover top. The device passed all tests.

Manufacturer narrative:
The fse replaced the front bezel, fan guard, liquid-crystal display (lcd) assembly, cable lcd 2nd generation, user interface (ui) cable printed circuit board assembly (pcba), rear bezel, and foot kit, and cover top. The removed light crystal display (lcd) was returned to the product investigation lab (pil). The lcd was tested and the failure was confirmed. Pil found that the backlights of the lcd ccfl (cold cathode fluorescent light) backlights were faulty. Pil confirmed the lcd brightness was dim due to the faulty lcd backlight.